Manufacturer narrative:
As reported in outback elite re-entry catheters survey, the respondent stated, ¿slightest kink in wire binds.¿ the respondent also indicated a perforation stating, ¿needle perforated through and through¿. The device is not available to be returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿cannula wire port/guidewire lumen-resistance/friction¿ could not be confirmed as the device was not available to be returned for analysis. The exact cause of the issue experienced could not be determined. Vessel damage, such as a perforation, is a known potential adverse event associated in procedures in which the outback elite re-entry catheter is used and is listed in the instructions for use (IFU) as such. Based on the limited information available for review, concomitant device factors (the user reported use in conjunction with a kinked wire) likely resulted in the resistance/friction event experienced. However, it is not possible to determine what factors may have contributed to the perforation event reported, especially since it is unknown when the perforation occurred during the procedure. However, vessel characteristics (such as vessel diameter) and/or handling factors (such as accurate needle orientation) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU, users are cautioned to always confirm visualization of the targeted distal vessel via contrast injection and fluoroscopy before using the catheter. It also states, ¿if the guide wire kinks, carefully attempt to remove the wire and replace with a new one. Stop if any resistance is felt when removing wire from the outback elite re-entry catheter. If resistance is encountered, retract the cannula tip back into the shaft and then remove the outback elite re-entry catheter and wire together from the vasculature.¿ additionally, the IFU states after orientation of the lt markers is made, ¿if additional orientation adjustments are necessary, this can be achieved via rotation of the rotating knob. A confirming orthogonal view should be considered after each new adjustment of the catheter towards the re-entry target.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in outback elite re-entry catheters survey the respondent stated ¿slightest kink in wire binds¿ also indicated perforation stating: ¿needle perforated through and through¿. The device will not be returned for evaluation.